Event description:
It was reported that the ventilator's display was broken off. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Based on provided information, the display was broken off the ventilator. No additional details regarding which part exactly was affected were provided. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).